Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump repeatly reverted to the main screen in the middle of other functional attempts. The blood glucose reading was 132 mg/dl. The customer stated that she tried to change the basal rate and the device would go back to the main screen. While changing the blood glucose target range in the bolus wizard, it would do the same thing. She also reported that she was adjusting basal rates due to experiencing low blood glucose levels at night. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.